Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2022-05067, 1627487-2022-05065. It was reported the patient experienced inadequate stimulation with their scs system and pain at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.